Event description:
User facility has informed the manufacturer of a patient death during an MRI examination. The patient had a heart attack and died after the emergency procedure. No further information was supplied by the hospital. The system was checked and was working according to specifications.

Manufacturer narrative:
(B)(4): (method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.